Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicon tubing of the minicap transfer set separated from the twist sleeve. This occurred after the minicap transfer set was connected to the solution bag when the patient let go of the solution bad and drain bag the patient was holding. The patient involved in the reported incident has been using peritoneal dialysis therapy for six and one half years. The exchange method used by the patient is continuous ambulatory peritoneal dialysis. It was unknown how long the minicap transfer set had been used. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye which noted tubing separated from the female connector. Functional testing was performed which included leak testing and clear passage testing. A lead was observed from the separated tubing. The reported problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.